Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2013; 419688 lead implanted: (B)(6) 2009; 4440 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected remaining longevity estimate due to a programmer software estimator error. It was further noted that an accurate estimate was obtained with a remote transmission. The programmer remains in use. No patient complications have been reported as a result of this event.